Manufacturer narrative:
In a good faith effort (gfe) response from the customer received on 19jun2024, a biomedical engineer (bme) clarified that the issue with the touchscreen was that it would not calibrate. A replacement touchscreen has been ordered, but the bme was unable to provide tracking information, confirmation of delivery, or confirmation of replacement and issue resolution. This investigation is ongoing.

Event description:
Philips received a complaint on the v60 ventilator, indicating that there was a touchscreen issue requiring touchscreen replacement. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. This investigation is ongoing.

Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted on 18jun2024, 24jun2024, 01jul2024, and 08jul2024 to obtain confirmation of the part replacement and resolution. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.